Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. First time in for service after 8 years in the field. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found no damage to the device. Functional testing confirmed reported problem. The root cause of the reported issue was found to be the bench lost the calibration. Performed a factory calibration correct the reported problem. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that upon power up an error appeared. No patient injury was reported.